Event description:
Pt tested blood glucose as 311 mg/dl on suspect device. Approx 4 hrs later, she passed out. The hosp tested her blood glucose as 33 mg/dl. The suspect strips had been exposed to high temp overnight.